Event description:
The customer reported via the sales rep that the plate fractured approx 2 years post-implantation. It is further reported that the original plate was implanted without a bone graft. It is further reported that the pt was revised with an add'l stryker plate with a bone graft.